Event description:
It was reported that during a thorascopic lung resection, the device was used once to staple and transect the lung. When it was used a second time, the cartridge slid out of the jaw during firing. The firing trigger advanced and only a few rows in the proximal jaw were ejected unformed from the reload. There was no cut and no staple line formed. The device was used a third time and it fired and worked normally. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.